Manufacturer narrative:
Additional information: (B)(4).. A review of labeling, trending and risk documentation for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when abbott medical optics was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4) the .field service specialist (fss) visited customer site to inspect the unit for safe state errors (error 2012 - instrument host timeout error). Fss could not duplicate the reported issue, but confirmed the error in the event logs. Fss replaced advantech printed circuit board (pcb) and network adapter pcb. Fss performed full system checkout and verifications with no issues to report. System meets abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported that the signature system keeps going into a safe state error (error 2012 - instrument host timeout error). There was no patient involvement reported and no patient treatments delayed or cancelled.